Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care professional (hcp) that reported the patient did not experience any symptoms related to the high impedances. The problem seemed to be mostly related to contact 10 on the right side. They did not use contact 10 in programming. It was unknown what caused the high impedances. It was noted the patient's surgeon inquired about electrocautery during the patient's hernia repair surgery. The patient had hernia surgery on 2015 (B)(6). The first programming occurred on 2015 (B)(6) with normal impedances on his initial settings. They were getting high impedances on just one side of his deep brain stimulator (dbs) system on 2015 (B)(6). Additional information was received 16 days later from the nurse that reported the patient continued to have an open on contact 10 which was confirmed at the office visit on the day of report. They could not program around it with optimal therapy desired. They were using contact 11 with some results but they were not optimal. They would be sending the patient to the surgeon the following week to determine a revision plan. No symptoms were reported. There was a call doctor's message on the patient programmer and the patient was seen urgently on 2015 (B)(6) after he saw the message. When they interrogated the device, the first screen showed the delivered amplitude may be lower than the selected amplitude for one or more programs. They saw a check electrode impedance screen, along with check programs and reduce number of active electrodes and check programs and decrease amplitude an impedance check of the right subthalamic nucleus (stn) showed at least one measurement that indicated a possible open circuit at 0.7v and then it was tested at 1.5v. At least one measurement indicated a possible open circuit at 1.5v. It was tested then at 3.0v which showed high impedances over 30,000 ohms with combinations that included contact 10. The left stn showed high impedances: case/ 0: 2516 ohms, case/ 1: 2641 ohms, case/ 2: 1962 ohms, case/3: 2631 ohms, 0/ 1: 4809 ohms, 0/ 2: 4212 ohms, 0/3: 5084 ohms, 1/ 2: 4187 ohms, 1/ 3: 5121 ohms, and 2/ 3: 4091 ohms. Programming adjustments did not occur. The patient was going to come in for follow-up on 2015 (B)(6). The patient was implanted for parkinson's disease.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported that the patient called the hcp on (B)(6) 2015 because an out of regulation (oor) message was seen on the patient programmer and there was a loss of therapy. The issues occurred on (B)(6) 2015. The hcp was going to see the patient later that day. The impedances were last checked on (B)(6) 2015 and the right side was all within normal limits. The left side had some high impedances on electrode combinations: 0 <(>&<)> 1 at 4,091, 0 <(>&<)> 2 at 5,158, 0 <(>&<)> 3 at 4,162, 1 <(>&<)> 2 at 4,138, and 2 <(>&<)> 3 at 4,021 ohms. The patient was not programmed using any of the high combinations on the left side. The implantable neurostimulator (ins) battery voltage was 3.0 volts on that same day.

Event description:
It was reported that the patient was getting high impedances on just one side of his system. He had bilateral implants on (B)(6) 2015 for parkinson¿s disease. The patient had surgery on (B)(6) 2015 and questions came up about electrocautery. First programming was on (B)(6) 2015 and normal impedances were seen on his initial settings. When the patient came for follow-up on the day of report, impedances on the left were okay but high on the right. The health care professional was not sure if he should turn off the system completely. It was noted that the patient¿s family turned off his implantable neurostimulator prior to the hernia surgery on (B)(6) 2015. The left lead was programmed c+2-/90pw/120rate and 1.8v. The impedances seen on the left lead were verified as follows: c/0 2638, c/1 2722, c/2 1968, c/3 2189, 0/1 5012, 0/2 4421, 0/3 4714, 1/2 4394, 1/3 4683, 2/3 3784. The right lead was programmed 10-c+/90pw/120rate/1.5v therapy 988 and 1.54. There were no impedances on all contacts done. During the first office visit on (B)(6) 2015, there were no baseline impedances obtained for comparison. It was noted that the patient had good therapy and the impedances did not reflect a problem at the time of report. Additional information reported that the impedances on the right lead were as follows: c-8 22 51, c-9 1909, c-10 36366, c-11 1741, 8-9 3308, 8-10 38141, 8-11 3765, 9-10 37232, 9-11 3278, 10-11 >40k. High impedances were seen on electrode 10. The previous electrode impedances were not present for comparison. It was unknown if impedances were high since implant or if it started after electrocautery. The patient still had good tremor control on both sides. Technical services noted that it was unlikely that electrocautery from hernia operation could cause the issue. There was no outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID: 3387s-40, lot# va0t27s, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0t27s, implanted: (B)(6) 2015, product type lead. Product ID: 3387s-40, lot# va0t27s, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0t27s, implanted: (B)(6) 2015, product type: lead. (B)(4).